Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia,"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, abdominal pain and dysmenorrhoea had resolved and the fatigue, nausea, migraine and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events -pelvic pain, abdominal pain, dysmenorrhea (cramping), apareunia, fatigue, nausea, migraines, psych injury. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), apareunia, fatigue, nausea, migraines, psych injury, she didn¿t undergo essure confirmation test were added. Outcome of pelvic pain updated to recovered / resolved. Patient information, new reporters and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included vomiting. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia,"), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines ,migraines/headaches"), depression ("psych injury:depression;"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and inflammation ("inflammation "). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, abdominal pain, dysmenorrhoea, abdominal pain upper and vulvovaginal pain had resolved and the fatigue, nausea, migraine, depression, vaginal discharge and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, depression, dysmenorrhoea, fatigue, female sexual dysfunction, inflammation, migraine, nausea, pelvic pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events -pelvic pain, abdominal pain, dysmenorrhea (cramping), apareunia, fatigue, nausea, migraines, psych injury discrepancy noted for date of birth (B)(6) 1987 (per mr) date(s) of removal: discrepancy noted (B)(6) 2017 bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unknown. Pathology test - on (B)(6) 2017: bilateral fallopian tubes with essure: two segments of completely transected fallopian tubes with luminal metallic coils. Gross description: each tube has a metallic coil within the lumen. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs & mr received. Date of birth was updated. Reporter's information was added. Added event depression; stomach pain, vaginal pain, inflammation. Concomitant conditions, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.